Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to perform a posterior wall (pw) ablation and the patient experienced atrioventricular (av) block. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used to perform pulmonary vein isolation (pvi) and posterior wall isolation (pwi). Use of the catheter to perform a pw ablation constituted off-label use of the device, as it is indicated to perform pvi per the instructions for use (IFU). An off-label cavotricuspid isthmus (cti) ablation was also performed with the farawave catheter. An ablation energy delivery was made while a spline was in contact with the av node, which resulted in an av block. A leadless pacemaker was implanted in the patient. The procedure was completed successfully, and the patient recovered from the av block.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block h6 impact codes.

Event description:
It was reported that the catheter was used off-label to perform a posterior wall (pw) ablation and the patient experienced atrioventricular (av) block. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used to perform pulmonary vein isolation (pvi) and posterior wall isolation (pwi). Use of the catheter to perform a pw ablation constituted off-label use of the device, as it is indicated to perform pvi per the instructions for use (IFU). An off-label cavotricuspid isthmus (cti) ablation was also performed with the farawave catheter. An ablation energy delivery was made while a spline was in contact with the av node, which resulted in an av block. A leadless pacemaker was implanted in the patient. The procedure was completed successfully, and the patient recovered from the av block.